Event description:
It was reported that the patient experienced shocks. The right atrial lead exhibited high thresholds, under sensing, and a fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the distal coil was fractured and distal insulation was abraded. The fracture and abrasion could have been the cause for the reported anomalies.